Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the first ar-1934bcf-2's anchor broke during insertion. Another ar-1934bcf-2 was changed to. However, for the second ar-1934bcf-2, its anchor broke during insertion too, and the suture was pulled out. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was successfully completed by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 batch 15327839 was received for evaluation. Visual evaluation revealed that the screw was seriously damaged and broken; the sutures also showed damage, breakage, and fraying. A functional test was not performed due to damage to the device. The most likely cause of the reported failure is user error, which includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.